Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the cause of the phenomenon is likely due to the handling of the user. It is possible the event occurred due to the following: - the distal cover was broken by chemical attack because chemical such as anti-fog agent adhered to it. Therefore, the distal cover was easy to come off. -the distal cover was easy to come off because attachment of it to the device was insufficient. However, the root cause of the phenomenon could not be specified. The event can be detected and prevented by following the instructions for use which state: "detection methods are written in operation manual chapter 4, 4.1. Prevention measures are written in operation manual chapter 3, 3.5." Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the single use distal cover was correctly and securely placed evis exera iii duodenovideoscope before an unknown therapeutic procedure. It was also present during the entire procedure, however; the when the scope was withdrawn, the endo nurse immediately noticed the cap was missing. The patient was re-scoped immediately and the cap was removed from the back of the patient's throat. It was noted the doctor did not withdraw the scope quickly. Related medwatch reports with the following patient identifiers: (B)(6) tjf-q190v sn unknown. (B)(6) maj-2315 lot unknown.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. This report has been submitted by the importer under this MDR report number 2429304-2023-00202.